Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), after a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the valve was deployed as planned. The atrion was pulled fully negative to remove all contrast mix from the balloon and a trace amount of blood was noted in the line connecting the system and atrion. The delivery system was removed and upon further investigation there was a needle sized pinhole in the balloon. The there was no allegation about an edwards device, the team deemed the small pinhole was from annular calcium.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system (ds) was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and reviewed which revealed the following observations: calcification present within the patient's annulus and aortic root, after the device was removed from the patient, one pinhole leak observed on the working length of the inflation balloon. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u, device preparation training manual, and device procedural training manual. Based on this review, no IFU/training deficiencies were identified. This event reports a balloon leakage noticed during delivery system withdrawal that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaint balloon leak was confirmed based on evaluation of the provided imaging. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the atrion was pulled fully negative to remove all contrast mix from the balloon and a trace amount of blood was noted in the line connecting the system and atrion. The delivery system was removed and upon further investigation there was a needle sized pinhole in the balloon. The there was no allegation about an edwards device, the team deemed the small pinhole was from annular calcium." Review of the provided imagery revealed a small pinhole on the inflation balloon. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Review of 3mensio imagery revealed calcification present within the patient's annulus and aortic root. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician positioned/deployed the thv, it is possible the balloon negatively interacted with patient's calcified annulus and may have become punctured. A conclusive root cause is unable to be determined. However, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.